Manufacturer narrative:
Correction: section h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 04/03/2012, however the correct date is 05/16/2012. Additional information: section b5 - describe event or problem: additional information was made available and it was learnt, that the cable inside the central processing unit (cpu) unit was burned, so the cpu unit was replaced. As the device part was replaced, the phenomenon no longer occurs. No further information was provided. Section h3 - device evaluated by manufacturer? Yes device evaluation: the engineer evaluated the system and found that a component had failed and required replacement. The system worked as intended afterwards. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that smoke came out of the aberrometer. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.